Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation is observed. ¿ creases are observed. ¿ white particles were observed on the shell. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Device was explanted.

Event description:
Healthcare professional reported a left side rupture and "the implants just don't feel right." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.